Event description:
It was reported by the customer "guidewire was not covered with coating all the way. It was moving very tight after PICC was cut and flushing was not easy. After guidewire has taken away, saline flush was done normally, and PICC is in patient." It was reported this occurred with two devices but only one was returned for evaluation. This report addresses the first occurrence and evaluated device. On 11/01/2023 - the returned stylet was found to have several bends and a material that appeared to be bunched, peeling, and flaking off.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of material on the stylet was confirmed; however, the exact root cause was not identified. The product returned for evaluation was one stylet. It had been fully removed from the catheter, which was not returned for evaluation. Biological residues were in several regions along the length of the stylet. Several bends were observed in the stylet. Material appeared to be flaking off of the wire. Microscopic inspection of the sample confirmed the presence of white material on the stylet. The material appeared bunched and peeling. The material appeared to partially coat the stylet wire. It appeared that the hydrophilic coating applied to the stylet wire during product manufacture was bunching and peeling. It could not be determined what caused the delamination of the coating. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include exposure to incompatible chemicals and unidentified environmental factors affecting the properties of the coating.